Manufacturer narrative:
The device was returned to boston scientific for analysis. Upon device inspection no visual damage was observed. A guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. Subsequently, flushing of the device through the irrigation line was tested. Flushing was not functional; a leak was observed in the catheter. The catheter was dissected to inspect the flush tubing to determine any potential cause for the leak. Dissection revealed some broke of the flush tubing, which likely caused the leak. The catheter flush tubing was observed to better observe the issue. With the help of a uv light, the separation of the flush tubing could be seen.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, the farawave catheter was prepared successfully with no leakage seen. However, just prior to insertion, they noticed a pool of saline at the base of the catheter. They tried to change the amount of flush, as well as detaching the tubing and reattaching it to the catheter. Upon further examination, when they tilted the catheter, more saline came out of a crack in the handle. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported. The catheter has been received for analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, the farawave catheter was prepared successfully with no leakage seen. However, just prior to insertion, they noticed a pool of saline at the base of the catheter. They tried to change the amount of flush, as well as detaching the tubing and reattaching it to the catheter. Upon further examination, when they tilted the catheter, more saline came out of a crack in the handle. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported. The catheter has been received for analysis.